Manufacturer narrative:
Should the device be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that an inappropriate shock was delivered due to noise. There were other episodes of aborted charges prior to the shock. It was suspected that there was an electrode fracture although this was not confirmed via x-ray. A follow up was planned. A possible lead revision was discussed. Additional information noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Laboratory analysis did not confirm the reported clinical observations of noise and inappropriate shock.

Event description:
It was reported that an inappropriate shock was delivered due to noise. There were other episodes of aborted charges prior to the shock. It was suspected that there was an electrode fracture although this was not confirmed via x-ray. A follow up was planned. A possible lead revision was discussed. Additional information noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to add the impact codes.

Event description:
It was reported that an inappropriate shock was delivered due to noise. There were other episodes of aborted charges prior to the shock. It was suspected that there was an electrode fracture although this was not confirmed via x-ray. A follow up was planned. A possible lead revision was discussed. Additional information noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) was returned for analysis. No additional adverse patient effects were reported.